Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to wrong user handling/user mishandling. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "inspection of the endoscopic system inspection of the air-feeding function inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was of clogged air channel was not confirmed. The device evaluation found no anomalies or defects regarding the air channel. However, the air/water supply volume control revealed an air and water flow issue. Neither air nor water at the output of that endoscope was observed due to a clogged nozzle. The nozzle was clogged by a white-colored material and the lens glue was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had clogged air channel problem. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air water nozzle was blocked with foreign debris. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.